Event description:
It was reported that the patient was returned to the operating room due to an e-fault and drainage. The driveline extension was removed and the pump was restarted. Log file analysis revealed multiple electrical fault alarms a day before the reported event date and multiple vad disconnect alarms on the date of the reported event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline extension cable and controller were not returned to heartware for analysis; the pump was not returned as it remains implanted. Review of the pump's manufacturing documentation confirmed that it met requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms, intermittent single stator operations, and vad disconnect alarms. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults concerning the driveline extension cable are most often attributed to intermittent connection between the controller/driveline and extension cable. Of note, the heartware instructions for use cautions that the driveline extension cable should only be used during the pre-implant test; it should not be connected when the vad is running. The most likely root cause is a poor mechanical connection between the driveline extension cable and controller/driveline cable. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Per the instructions for use (IFU), use of the dl extension cable is not intended to connect the patient dl connector for the heartware vad (hvad) pump to the hvad system controller. The IFU instructs the user on proper usage of the dl extension cable. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is not going to be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log analysis: normal power consumption with intermittent suction. Device remains implanted.